Event description:
It was reported that an orbera bib intragastric balloon was attempted to be utilized during a balloon implantation procedure on an unknown procedure date. During the procedure, upon opening the balloon packaging, the physician noticed that the balloon was not folded the way it normally comes in the box. It was tangled and completely unrolled. The physician who was performing the procedure tried to roll it up to proceed, but the device could not advance which made it impossible to continue the procedure. Procedure was cancelled. No patient complications were reported as a result of this event. According to the instructions for use (IFU) caution: if the igb becomes separated from the catheter or sheath prior to placement, do not attempt to use the igb or reinsert the igb into the sheath.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Block b3: estimated date of event. Block h11: investigation results summary: the orbera bib intragastric balloon was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. The customer provided some pictures where it can be observed that the balloon top portion of the sheath was detached at the valve. Therefore, the reported event of balloon sheath material separation can be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system directions for use (IFU) states caution: if the igb becomes separated from the catheter or sheath prior to placement, do not attempt to use the igb or reinsert the igb into the sheath. Therefore, information provided includes enough evidence to confirm the reported event of device use of device issue, user error. There was no evidence to confirm the reported event of device failure to advance. A risk review of the orbera was completed and confirmed that the events of sheath material separation, cancelled/rescheduled post sedation/sedation unknown and device failure to advance were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.